Event description:
The balloon partially inflated during use. Inflation was at 16-18 atm. Rated burst pressure is 16 atm. The device was inspected after it was removed from the packaging. No abnormalities were noticed. The physician used another stent to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional info will be submitted within 30 days of receipt.